Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button stopped functioning. It was also reported that the pump fill estimate was noted to be inaccurate and the pump would request a minimum of 50 units of insulin. Then insulin would leak from the cartridge. There was no impact to the customer's blood glucose levels. It was indicated that manual injections would be used for alternate insulin therapy.

Manufacturer narrative:
No failure was identified related to the fill estimate event.